Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a malfunction of the device not working was observed. The device's blower assembly and internal battery were replaced to address the issue.